Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation confirmed that there were contact marks on the surface of the probe and non-insulated area. The ptfe pad of the subject device was worn away, partially torn, and separated. There was no missing part. As the result of checking the probe in combination with the usg-400, esg-400, and td-tb400, there was nothing abnormal detected. Based on the investigation of the subject device, omsc concluded that the ptfe pad of the subject device was worn away, partially torn, and separated because the doctor activated output in seal & cut mode while grasping nothing. The error and contact marks occurred because the surface of the probe and non-insulated area with the worn pad came in contact. The instruction manual of the subject device warns; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution.

Event description:
It was informed that three tb-0535fcs were used by the doctor during laparoscopy assisted distal gastrectomy. Then an error occurred with all of the tb-0535fc. The doctor completed the procedure with the fourth tb-0535fc. There was no patient injury regarding this report. Three tb-0535fcs were returned to olympus medical systems corp. (Omsc) later. On october 13, 2015, omsc confirmed that a ptfe pad of the one of the three tb-0535fcs was separated. This report is about the one that the ptfe pad was separated.